Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that after examining the patients' files, it was found that use of surgicel powder was not mentioned in the record files. Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and suture was used. During the hysterectomy performed at (B)(6) hospital, the absorbable hemostat product was used to stop light local bleeding in the stump area of the uterus. The product was used successfully by the surgeon and the bleeding stopped before the end of the operation and the abdomen was closed. After about two weeks, the patient returned to the hospital with complaints of abdominal pain. An examination performed by the doctors revealed an infection / inflammation in the area of the operation, although it is not clear to the doctors whether the infection was in the exact place where the absorbable hemostat was placed. The doctor noted that the surgery was a very complex surgery and that in such surgeries an infection or inflammation could develop regardless of this or that product. Additional information was requested.

Manufacturer narrative:
(B)(4) - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? How was the patient treated? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abdominal pain, infection, and inflammation? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.